Event description:
It was reported the rv lead was replaced due to undersensing. In addition, the lv lead (model 4194) was explanted due to unacceptable thresholds. No patient complications were reported as a result of this event. The device was returned for analysis after being explanted due to premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.